Event description:
It was reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.

Manufacturer narrative:
Product analysis: at analysis it was determined that the programmer overlay screen had an area of the screen that was not responsive with the stylus. It was noted that the electrocardiogram (ECG) connector was loose. It was also noted that the hinge plate screws were missing. It was further noted that the hard drive health was less than 100%. Due to a lack of available parts for repair the programmer was dispositioned as scrap. If information is provided in the future, a supplemental report will be issued.